Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received a compromised force sensor system alarm while filling the reservoir. The customer's blood glucose was 296 mg/dl at the time of incident. The customer stated that the insulin was squirting out during the manual prime process. The customer also stated that they cannot exit the preparing prime loop. The customer mentioned that the insulin pump was dropped before he received the alarm. The customer mentioned that there were no visible damaged on the insulin pump and the drive support cap appeared normal. The customer was advised to disconnect from the pump and revert to back-up plan. Troubleshooting did not occur. The customer agreed to return the insulin pump for analysis.

Manufacturer narrative:
The insulin pump was unable to prime during prime test and alarm during basic occlusion test due to faulty force sensor resistor. The insulin pump passed displacement test. The drive support was inspected and no anomaly noted. No cosmetic damage noted.